Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The internal battery was replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device had a internal battery with reduced level of capacity. There was no patient harm or serious injury reported as a result of this incident.